Event description:
It was reported that the patient developed an infection that was swollen and red at the deep brain stimulation (dbs) burr hole cover right scalp site, and underwent an explant of the burr hole cover and the lead. Cultures were taken but the results are unknown. The physician indicated that the infection was not device or procedure related. The patient was prescribed antibiotics and has shown minimal improvement. The devices will not returned for analysis as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7088631.